Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
An office mgr reported an unexpected spherical and cylinder outcome following in intraocular lens (iol) implant procedure. Additional info was received from the office mgr and a tech, who reported that the event continues and will resolve with treatment.